Event description:
It was reported by repair work order that the account alleges the headend lift was stuck at an elevated height. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Event description:
It was reported by repair work order that the account alleges the headend lift was stuck at an elevated height. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Manufacturer narrative:
Supplemental submitted to report that the unit could not be located by the hospital or technician for evaluation. If the unit is located at a later date, a new complaint will be entered detailing the evaluation results and any correction required. Customer could not locate bed for evaluation.